Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient was in for a routine follow up. The patient has a type ib endoleak from the right limb of stent graft. The physician performed coiling of the right internal iliac. Three days later the physician stated that the type ib is still present. The patient will be monitored. The physician stated that the cause of the event was due to anatomy; disease progression. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
It was reported that the patient presented emergently with abdominal pain. The CT revealed a proximal type I endoleak, a distal type I endoleak coming from the bifurcated stent graft and 8 cm in diameter ruptured aortic aneurysm. The physician elected to implant an endurant aortic cuff and two iliac extension devices and the proximal type I endoleak, and the distal type I endoleak were resolved and the aneurysm was excluded. Per the physician, the causes of the events were related to the patient not returning for follow up, patient¿s anatomy, proximal type I endoleak was related to angled aortic neck and the distal type I endoleak was due to tortuous diseased iliac arteries. No additional clinical sequelae were reported and the patient is fine. The patient¿s age was corrected and the first name of the patient was also corrected. A supplemental MDR is required. If information is provided in the future, a supplemental report will be issued.